Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A patient experienced urinary retention, bleeding, pain. During a clinical procedure (rf ablation redo), a farawave ablation catheter was selected for use. It was reported that a prolonged hospitalization was needed due to urinary retention post ablation procedure. The patient states this happens often after general anesthesia and underlying benign prostatic hyperplasia (bph) per source. It was administrated flomax and then straight cathed to the patient. A home dose of tamsulosin was given early, however several hours later the subject hadn't voided and noted distension and pain. A bladder scan showed retained urine (volume 783 ml) and so a single urinary catheterization was performed, and 900ml urine was drained. The patient began regularly voiding the next day and no further intervention was required and the patient was discharged home. Additionally, a bleed happened after the urinary retention issue. Later, the patient was admitted to hospital on (B)(6) 2025 for spontaneous retroperitoneal hematoma, which discharge specifically states that the retroperitoneal hematoma was likely spontaneous and less likely related to ablation as per ep. However, the patient hemoglobin dropped due to this bleed and patient did require a blood transfusion and was later re-admitted for down trending hgb 10/28 which was noted to be secondary to the half-life of prbcs rather than an acute bleed. Product return is not expected. It was further reported that the event took place over a month after post-ablation. The bleed happened after the urinary retention issue.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A patient experienced urinary retention, bleeding, pain. During a clinical procedure (rf ablation redo), a farawave ablation catheter was selected for use. It was reported that a prolonged hospitalization was needed due to urinary retention post ablation procedure. The patient states this happens often after general anesthesia and underlying benign prostatic hyperplasia (bph) per source. It was administrated flomax and then straight cathed to the patient. A home dose of tamsulosin was given early, however several hours later the subject hadn't voided and noted distension and pain. A bladder scan showed retained urine (volume 783 ml) and so a single urinary catheterization was performed, and 900ml urine was drained. The patient began regularly voiding the next day and no further intervention was required and the patient was discharged home. Additionally, a bleed happened after the urinary retention issue. Later, the patient was admitted to hospital on (B)(6) 2025, for spontaneous retroperitoneal hematoma, which discharge specifically states that the retroperitoneal hematoma was likely spontaneous and less likely related to ablation as per ep. However, the patient hemoglobin dropped due to this bleed and patient did require a blood transfusion and was later re-admitted for down trending hgb 10/28 which was noted to be secondary to the half-life of prbcs rather than an acute bleed. Product return is not expected.